Event description:
It was reported that during prep when the endoplege catheter was being flushed the customer noticed a pin hole at the end of the catheter and the balloon was significantly asymmetrical.

Manufacturer narrative:
A device history record review was completed for lot 798587 and this device met all specifications upon distribution. Product has not yet been returned for evaluation but is expected.

Manufacturer narrative:
Evaluation: the contamination guard was cut off of the device to expose the device shaft for inspection. Visually there are no pinholes or damage to the device shaft. The balloon was inflated with 2.0 cc of air and the balloon has no leaks detected. Water was introduced through all of the device lumens and the water flows from where it should. The balloon was then inflated with 4cc of air and compared to the spec. Visually the balloon eccentricity is acceptable. There are no visual or functional defects detected with this device. Current investigation does not indicate a manufacturing defect or a trend therefore no CAPA will be initiated at this time.